Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that: DHR review for: part # 311.43, synthes lot # a4hy051. Release to warehouse date: 20-oct-1998. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for a right distal radius fracture on (B)(6) 2016 for the implantation of one plate and an unknown number of screws. As the surgeon was halfway through inserting the screws, the end cap came off of the screwdriver and fell onto the floor. The surgeon continued with the same screwdriver and was able to successfully complete the procedure without delay. The patient was reported as stable. This complaint is for one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Return date to manufacturer was reported as 12/29/2016, actual date returned to manufacturer was 12/21/2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by MFR: date on previous follow up report was reported as february 08, 2017, but should have been february 06, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: plate (part unknown, lot unknown, quantity 1); screws (part unknown, lot unknown, quantity unknown).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service & repair evaluation/review was attempted; no service history review can be performed as part number 311.43 with lot number(s) a4hy051 is a lot/batch controlled item. The manufacture date of this item is 20-oct-1998. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A service & repair evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the end cap of the screwdriver came off. The repair technician reported the handle was worn, and the end cap would not stay on. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed on the subject device (handle with quick coupling, small, part # 311.43, lot # a4hy051). The 311.43 lot number a4hy051 handle with quick coupling was returned and reported that the end cap came off during surgery. This complaint condition was likely caused by over eighteen years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The 311.43 handle with quick coupling is an instrument routinely used in the 2.4mm variable angle lcp dorsal distal radius plate system. The device was returned and reported to and reported that the end cap came off during surgery. This condition is confirmed; the device was received with the proximal phenolic knob separated from the rest of the body of the device. It is likely that over eighteen years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 10/1998 and is over eighteen years old. The balance of the returned device is in fairly worn condition with some markings and signs of wear. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.